Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient developed drainage from the posterior aspect of her incision site in (B)(6) 2023. She spent the winter in phoenix and did not alert her medical team. In (B)(6) 2024, she presented in clinic with a draining incision without gross purulence. On (B)(6) 2024, she underwent explantation of the rns neurostimulator with preservation of the leads. Treatment included IV cefazolin for 6 weeks. This was diagnosed as a deep incisional infection.